Event description:
It was reported that while doing some tests on the memobags the pharmacist observed that when opening the packaging, there was talcum dust. Usually the talcum should not be visible. The use of talcum on the abdominal wall is not recommended as possible risk of adhesion.

Manufacturer narrative:
(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacture of the complained lot. The reported defect "the pharmacist observed that when opening the packaging, there was talcum dust" cannot be confirmed, because the defective device was not returned for examination. The exact root cause was not determined because of unavailable defective device and provided information from the customer. As the root cause of this complaint was not determined, no corrective/preventive actions in production are deemed necessary to introduce.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while doing some tests on the memobags the pharmacist observed that when opening the packaging, there was talcum dust. Usually the talcum should not be visible. The use of talcum on the abdominal wall is not recommended as possible risk of adhesion.